Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were made. The patient was stable throughout the device interrogation.

Event description:
New information received notes that another instance of non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were made.